Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: unable to determine source: contact by phone.

Event description:
Consumer calling to report they felt side effects after testing with the qv sars otc kit last night. They had used the test prior (date not provided) and tested positive, so she went to the doctor and is being treated for sars. They wanted to test again to see if still positive and during testing and afterwards, felt numb and tingling sensations in hands and legs. Also reported feeling cold and having chills but no fever. Also reported having severe contractions. Calling just to let us know since that is what they read in the user instructions to do consumer not sure if any of this could be due to the test itself, but wanted to be cautious and report it. They contact their doctor. Asked if there is anything else that should be done tss documenting everything the customer reported. Tss confirmed lot number 3680717 used is expired and advised not to use expired product. Tss said that typical side effects or reactions take place in the nasal area due to the swab coming in contact with the nose and if any irritation is experienced there to rinse and consult with physician. Tss confirmed customer was already in contact with her physician.